Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged metastatic asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity, lung disease and reduced cardiopulmonary reserve, eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache hypersensitivity, nausea / vomiting and inflammatory response. There was report of patient death. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged metastatic asthma (new or worsening), kidney disease/toxicity, liver disease/toxicity, lung disease and reduced cardiopulmonary reserve, eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache hypersensitivity, nausea / vomiting and inflammatory response. There was report of patient death. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed pil was not able to confirm the complaint or address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was not observed. Dust-like contamination at the air outlet port. The manufacturer used a fitt (foam integrity test tool) concludes that missing 2 door panels. Rubber anti-slide pads were very sticky and potentially deteriorating. Slight dust-like contamination at the air outlet port. Blower motor had potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.

Manufacturer narrative:
In previous report incorrectly captured the below fields and in this reports it has updated. Catalog item identifier has been updated. Serial number has been updated.